Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('treated as pelvic inflammatory disease') and haematochezia ('bloody stool') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy in 2011. Current weight (B)(6) lbs. Previously administered products included for birth control: lutera from 2010 to (B)(6) 2015. Concurrent conditions included body mass index normal. Concomitant products included aciclovir (acyclovir) from (B)(6) 2015 to (B)(6) 2017, lamotrigine (lamictal) from (B)(6) 2015 to (B)(6) 2017, mometasone furoate (flonase) from (B)(6) 2015 to (B)(6) 2017, omeprazole from (B)(6) 2017 and salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2015, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"), 24 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain/lower back pain"), abdominal pain ("abdominal pain") and arthralgia ("hip pain/joint pain"). In (B)(6) 2015, the patient experienced mass ("bumps"), dermatitis ("dermatitis") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), headache ("headaches"), pain ("migratory pain all over my body along with aches and wondering if due to essure since I have a nickle allergy") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced haematochezia (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced anxiety ("anxiety disorder"), migraine ("migraines / headaches"), insomnia ("insomnia,"), pain in extremity ("thigh pain/hand pain"), rash ("rashes") and depression ("depression"). The patient was treated with antibiotics, celecoxib (celexa), sertraline hydrochloride (zoloft) and surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, haematochezia, menorrhagia, mass, uterine leiomyoma, dermatitis, anxiety, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, pain, weight increased, irritable bowel syndrome, allergy to metals, fatigue, abdominal distension, pelvic pain and pain in extremity outcome was unknown, the vaginal haemorrhage, nausea, insomnia, alopecia, back pain, abdominal pain, arthralgia, rash and depression had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, haematochezia, headache, insomnia, irritable bowel syndrome, mass, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received- event injury updated to abnormal bleeding (vaginal). New events abnormal bleeding (menorrhagia), bumps/dermatitis, treated as pelvic inflammatory disease, depression, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision , fatigue, weight gain, irritable bowel syndrome, bloody stool, fibroids, headaches, migratory pain all over my body along with aches and wondering if due to essure since I have a nickel allergy, anxiety disorder, hair loss, pelvic pain/chronic, back pain, abdominal pain, hip pain/joint pain, bloating, thigh pain/hand pain, rashes, insomnia were added. Outcome of vaginal bleeding updated to recovered / resolved. New reports, patient information, medical history, lab data, concomitant, historical and treatment drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.